Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate results of the investigation has concluded in an update that is provided in this follow-up report. The material number has been updated.